Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was malfunctioning. The batteries only lasted 6 hours. They would receive an error message and would have to rewind and prime the insulin pump to get it to work again. The customer's blood glucose level was unknown. The alarm history was checked and there were multiple power error, insert battery, and replace battery alerts. It was noted in troubleshooting that when the customer removed the battery from the insulin pump the notification light immediately stopped flashing. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.